Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose level was 146 mg/dl at the time of the incident. The customer stated that all button were responding and there was no issue. The device will not be returned for analysis.